Event description:
Physician performing a laparoscopic cholecystectomy. One of the blades of the scissors snapped off during the procedure and was lost in the body cavity. Attempted recovery was unsuccessful.